Event description:
It was reported that the pump had "cassette not attached properly" error. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by functional testing, device error cassette not attached properly when attached. The cause was the latch flex cable. Replaced latch flex cable. The device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.